Event description:
Clinical study - (B)(4). (B)(4) revision knee study. Right side. Tibial loosening with intra -operative suspicion of low grade infection. No devices will be returned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Corrected: implant date explant date, reporter name. The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. Repeated attempts to obtain the complaint samples and or matrix related items proved unsuccessful. The investigation could not draw any conclusions about the reported infection; however, infection after approx. 2 year implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.